Event description:
It was reported that a stuck guidewire occurred. The guidewire was advanced past the distal end of the catheter when changing configurations from flower to basket. The physician believes the guidewire lumen of the catheter became compromised after changing shape from basket configuration to flower configuration. Attempts to advance and retract the guidewire were unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".